Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous mid right coronary artery(rca). A 3.00mm x 28mm liberté stent was selected to treat the lesion. During procedure, the stent strut got lifted due to severe calcification and tortuousity. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.; there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The sixth, seventh, eighth and ninth distal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous mid right coronary artery(rca). A 3.00mm x 28mm liberte stent was selected to treat the lesion. During procedure the stent strut got lifted due to severe calcification and tortuousity. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).